Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thump. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, and keypad overlay texture damage. The p-cap/reservoir does lock properly. Pump passed functional testing. Cosmetic damage was confirmed at battery compartment during analysis. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 386 mg/dl. The customer also reported the insulin pump was exposed to fluid and there was a crack on the battery side. The event involved product(s) mmt-1884l, mmt-332a, mmt-7040a & mmt-243a. Troubleshooting was declined for the high blood glucose values. Troubleshooting was partially done for the exposure to fluid and damage issues. It was found the insulin pump passed a self test. It was unknown if the insulin pump was used within 48 hours of the reported event or if the automode/smart guard feature was active. No further patient complications were reported. The product mmt-1884l will be returned for analysis and the product(s) mmt-332a, mmt-7040a & mmt-243a will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.